Manufacturer narrative:
Section b5: race: palestinian. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 4581 is to capture posterior capsule opacification (pco). Attempts were made to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted, the patient had no noticeable visual issues in the left eye, however the surgeon performed a laser surgery to remove scar tissue in the eye. After the procedure, the patient reported that the vision was noticeably much clearer in the left eye. The patient's eye is doing great with no issues. No further information was provided.